Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was without stimulation. Patient did not follow the recharge protocol, thus the ipg became inoperable. It is unknown when the patient ceased charging the device. As a result, surgical intervention took place on (B)(6) 2019 wherein the device was explanted and replaced. Effective therapy was reported following the procedure.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.